Manufacturer narrative:
Date sent to the FDA: 10/13/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent laparoscopic gastric band placement, laparoscopic lysis of adhesions and bard mesh implant on (B)(6) 2015 due to morbid obesity.no additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 6/9/2016. Additional information: age/date of birth.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with cystometrogram and cystoscopy; due to incontinence and stress with urge. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and urinary retention.